Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion and no delivery tests due to prime/fill anomaly. No motor error alarms noted during testing. Motor passed motor test. Unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 358 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.